Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that solution leaked from an unspecified location on the filter of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including how the solution that leaked was cleaned up and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.